Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0exuh, implanted: (B)(6) 2014-, product type: lead. (B)(4)

Event description:
It was reported that a patient did not get any stimulation on program 3 and had gone to the highest setting until he gets the maximum on the screen. It was noted that the problem started the day of the report. The patient felt stimulation on program 2. Additional information has been requested but was not available as of the date of this report.